Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: drill bit left metal shavings in the joint. Probable root cause: design, poor material selection of drill and/or guide, poor material finish on drill and/or guide, stackup interference or excessive wobble between drill and guide process, drill and/or guide manufactured out of specification, hardening or polishing processes not performed to specification application, excessive force used while drilling.

Event description:
It was reported that metal shavings were found in the joint. Please note the metal shavings were flushed out of the joint and the procedure was completed successfully.